Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Procedure name? Date of procedure? Were there any intra-operative complications? If so, what were they? Where was the tip of drainage tube located? How was the drain secured? What was the date of first activation? How was the product function verified following the first activation? Who monitored the drainage and how often? Was leakage detected? If so, where? Was another product used? Please provide the patient's demographic information including weight, bmi at the time of index procedure the diagnosis and indication for the index surgical procedure? Were any concomitant procedures performed? What symptoms did the patient experience following the index surgical procedure? Onset date? Is a 2nd procedure performed or scheduled to remove the piece of drain left in the patient? If yes-date of procedure? Findings, will piece be returned? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Surgeon¿s name? Product lot number? If applicable, will product be returned? If so, please provide the return date and tracking information. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown surgery on an unknown date in 2024 and a drain was used. In ICU, when taking out the drain, the drain had been broken at the part of entry wound. Local anesthesia was performed as additional treatment, and skin incision was extended. As a result, the drain could be removed. Extension of skin incision. No leak occurred. Further details are not provided. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: d9. H3 evaluation: one complaint sample of drain with separated flat portion was received for evaluation, both the portions of complaint sample were inspected visually, below are summarized observations: 1.flat portion of the drain was separated from the hub area. 2.section surfaces of both the portions (round portion and flat portion), were inspected under magnification, and found that there were multiple pin / cut marks visible. Documents review: batch manufacturing record review was not performed, as the lot no of complaint was unknown. Retention sample review: retention sample was not checked, as the lot no of complaint was unknown. It is suspected that, hub area of the drain might have came in contact with some pinned / sharp tool used prior / during surgery, and lead to the defect generation. External factors like mishandling or improper usage at user end could not be ruled out. As per standard practice, 100 % functional test and 100% visual inspection was carried out visually. Before and after packing of finished goods, prior to the product release. There was no scope at to miss such claimed defect, at manufacturing / release stage. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. Procedure name? Pancreadic surgery, date of procedure? (B)(6) 2024. Were there any intra-operative complications? If so, what were they? No. Where was the tip of drainage tube located? Unk. How was the drain secured? No suture for fix drain, but medical tapes on the patient¿s surface. What was the date of first activation? (B)(6) 2024. How was the product function verified following the first activation? Unk. Who monitored the drainage and how often? Unk. Was leakage detected? If so, where? No. Please provide the patient's demographic information including weight, bmi at the time of index procedure unk. The diagnosis and indication for the index surgical procedure? Unk. Were any concomitant procedures performed? No. What symptoms did the patient experience following the index surgical procedure? Onset date? No symptom, but malfanction while removal. Is a 2nd procedure performed or scheduled to remove the piece of drain left in the patient? No piece was left in the body. If yes-date of procedure? Findings, will piece be returned? Other relevant patient history/concomitant medications? Unk. What is the physician¿s opinion as to the etiology of or contributing factors to this event? They also wondering. They think they didn't use sharp instrument to the drain. What is the patient's current status? No problem. Surgeon¿s name? (B)(6). Product lot number? Unk this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). As the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.